Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14788, 1627487-2021-14790. It was reported the patient fell and experienced ineffective therapy with their drg system. Diagnostics showed the all the drg leads had high and low impedances between all contacts. In turn, surgical intervention may be pending to address the issue.